Manufacturer narrative:
This report is being supplemented to provide additional information based on the subject device returned and the legal manufacturer's final investigation updated. Based on the results of the investigation, a definitive root cause could not be determined. However, we presumed that connector of connecting tube was unable to be connected as external stress was applied to the tube, which broke the connector. As a cause of external stress above, the user may have applied force toward incorrect direction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, there has been an ongoing issue with the broken connecting tube while being used with the oer-elite reprocessor. The connectors are breaking on the reprocessor connector side. The connecting tube cannot be connected to the channel connector in the reprocessing basin. There were no reports of patient harm associated with this event. This complaint is related to patient identifiers: (B)(6); (B)(6); and (B)(6).